Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a cerebral hemorrhage. It was stated that the patient's warfarin levels were therapeutic and that the device was not the cause of the cerebral hemorrhage. It was also stated that the device was working as intended at time of the event. The patient was hemodynamically stable but declared brain-dead and had their care withdrawn and was brought to the operating room for organ procurement. During the operation the outflow graft was reportedly nicked, but this was did not contribute to the patient outcome. The patient expired on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported cerebral hemorrhage could not be conclusively determined. The evaluation of heartmate 3 lvas, serial number (B)(6), did not reveal any device-related issues. The account communicated that the device was not the cause of the patient's outcome and that the device was working as intended. The submitted system controller event log file contained data from (B)(6) 2020 through (B)(6) 2020. No atypical alarms were observed. The pump speed remained at or above the low speed limit for the duration of the file and the system appeared to function as intended. (B)(6) was returned assembled with the pump cable severed approximately 9¿ from the pump header. The remainder of the pump cable was returned. The modular cable was also returned. The sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged. The apical cuff was returned and secured with the fully engaged cuff lock. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered or developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Additionally, the retrieved lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. The pump was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU lists stroke and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document provides information regarding the recommended anticoagulation therapy and inr range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.